Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Visual and x-ray observations revealed heavy calcification present in the cusp areas of all three leaflets as well as in the free margins, near commissures 1 and 3. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect; it was minimal at outflow aspect and stent outflow. Host tissue was moderate at stent outflow. Incidental findings included distortion of commissure 1 wireform and approximately seventy percent of sewing ring circumference cut or damaged, likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: based on returned device evaluation, calcification restricted mobility in the leaflets and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Further investigation revealed this bioprosthetic mitral valve was implanted eight years, four months. Patient outcome was reported to be well.

Event description:
Edwards received information that a this bioprosthetic mitral valve, was explanted due to regurgitation and high gradient. Implant duration is unknown. The explanted device was replaced with a another 25mm mitral valve. There were no patient complications reported.

Manufacturer narrative:
\The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm root cause for the reported event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.